Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation a faulty igniter caused the lamp to fail. However, a specific cause of faulty igniter could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii xenon light source was not igniting and the spare lamp was flashing. The issue was found during preparation for use. There were no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the lamp was not lighting due to a faulty igniter. The lamp did work with the test igniter. Worn out socket slider switch caused intermittent use of high intensity mode. Olympus lamp life meter is reading at 50+ hours. In addition it was found that the front panel was damaged. A bad scope socket was found. The air pump was working intermittently. Corrosion inside scope socket tubing. The rest of the functional tests checked ok. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.